Event description:
A trilogy evo ventilator was returned for evaluation after a software upgrade to version 1.05.15.00. Following the upgrade, the device displayed "value" in all parameter fields and was no longer able to connect to the service software. After the batteries were disconnected, the device displayed a "vent inoperative" screen. No patient harm or injury was reported. The device was returned to a third-party service center for evaluation. The reported issue was confirmed. During the evaluation, the device displayed a "vent inoperative" screen, and the error codes could not be retrieved. The evaluation determined that the system printed circuit assembly (pca) required replacement. The device was not repaired and was subsequently crushed and disposed of.

Manufacturer narrative:
The reported failure of vent inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.